Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.